Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. During the in-service the endoscopy support specialist (ess) observed that the customer did not use the air water channel cleaning adapter and did not flush the auxiliary water channel. The customer was informed that during precleaning all steps need to be completed as outlined in the olympus IFU. It is recommended that the customer follow all olympus reprocessing procedures as documented in the ontrack forms and reprocessing manuals.

Event description:
An olympus endoscopic support specialist (ess) was performing an in-service and found the staff were not following instructions for use (IFU) for the reprocessing of the scope by not using the air water channel cleaning adapter during the pre-cleaning process. There were no reports of patient infections or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the suggested event was not reproducible, the event could not be confirmed. It was considered that the user¿s understanding on device handling/reprocessing steps was different from recommendation by olympus. Olympus experts have conducted training on correct device handling at the facility and the issue was resolved.